Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the battery gauge was noted to be fluctuating. There was no reported adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.